Event description:
Device malfunction: cuff miss/foot break. Time of malfunction: during vessel closure. Symptoms/ae: embolism/surgery. Time of symptoms/ae: during the procedure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the device was removed from the pt anatomy, no sutures were attached to the needles and it was noticed that one-half of the foot was broke off. The pt's leg went cold. Reportedly, an embolism was found in the pt's leg. The foot was located in the common femoral artery close to the exchange sheath insertion area. The piece was surgically removed and the vessel was surgically sutured. The pt was kept overnight for observation. There were no other adverse pt sequelae reported. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not complete.